Event description:
It was reported that during a cardiac ablation procedure using a mapping catheter and an ablation catheter, after attempting ablation of the left superior pulmonary vein, left inferior pulmonary vein, and right superior pulmonary vein, access to the left atrium was lost, and the transseptal puncture was no longer maintained, resulting in the catheters returning to the right vena cava. It took time to regain access to the left atrium, during which possible coagulation inside the ablation catheter was noted, and the mapping catheter became blocked inside. The procedure was stopped without ablating the right inferior pulmonary vein due to the patient experiencing severe bradycardia. The case was aborted. The patient was under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 990063-020 (231906297); product type: mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter of lot number 231906297 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments was carried out and external visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 3 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #50032 indicating that the safety system detected a compromised outer vacuum. Unable to insert lab test mapping catheter inside the balloon catheter. The further inspection and x-ray imaging revealed that the loop and electrodes from the received mapping catheter used during procedure were stuck inside balloon catheter's guidewire lumen. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments was conducted. During pressure testing of the balloon segment, an inner balloon breach (pinhole) was observed. Dissection did not show any signs of lifted thermocouple wires or leak detection wires that could have caused the breach. During inspection and pressure testing of the handle segment, a leak path/breach was identified at the shaft to y-block fitting bond. The shaft was partially detached from the y-block fitting. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed 1.25 inches proximal to the catheter tip. In conclusion, the balloon catheter failed the return product inspection due to a breach observed on the guide wire lumen, a pin size hole on the surface of the inner balloon, a kink/twist on the guide wire lumen and a bond leak observed at the shaft and y-block fitting. The bradycardia occurred during the procedure and could not be substantiated via product analysis and the decision to abort the procedure while the patient was under general anesthesia without use of alternate therapy was based upon the medical judgment of the physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.